Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of returned product revealed that the device has the tip obstructed, reason why the flow cannot pass and affecting the flow inside of the device affecting the temperature, consequently confirming the reported complaint.

Event description:
One intellanav mifi open-irrigated catheter was returned without a related complaint record. Investigation was performed on device and revealed the tip was obstructed affecting the flow inside of the device as well as the temperature.